Manufacturer narrative:
Sections with additional information as of 01-jul-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high control test result. Customer also reported complaint for high and erratic blood glucose test results. The customer is concerned with control test result of 176 mg/dl; blood glucose test results of concern were not provided. Control test result is not within the acceptable range of 94-126 mg/dl. Control level two, lot: #0bc2a43, manufacturer¿s expiration date is 02/28/2022 and open date is (B)(6) 2021. The test strip lot manufacturer¿s expiration date is 05/31/2022 and open vial date was not disclosed. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.